Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent was 'stripped' while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent was 'stripped' while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received at the complaint investigation site inserted through a 7 fr guide catheter. Additionally it was noted that a 0.14in guidewire was inserted through the device. The stent of the device was dislodged from the balloon and was found resting between the distal tip and the guidewire. A visual and microscopic examination found that the stent struts were bunched together and misaligned. The device was received at the complaint investigation site inserted through a 7 fr (2.33mm) guide catheter. The bumper tip of the device showed no signs of damage. A visual and microscopic examination found no issue with the profile of the devices inner and markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).